Event description:
It was reported that during an unknown laparoscopic procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? ---the information was not provided from the hospital at what location on the tissue? ---around colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---the information was not provided from the hospital. During which stroke did the event occur? ---the information was not provided from the hospital. What color cartridge was being used? ---gold, ecr60d. What other color cartridges were used before and after this event? ---the information was not provided from the hospital. If buttressing material was utilized, which product was used? ---the information was not provided from the hospital. Was the instrument fired across or near an existing staple line or clip? ---the information was not provided from the hospital. If any unexpected noises were heard, when were they heard? ---the information was not provided from the hospital. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the information was not provided from the hospital. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---the information was not provided from the hospital. Was there any difficulty removing the device from the tissue? ---the information was not provided from the hospital the sc60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional and locking the device during firing. The device was tested for functionality in using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.